Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the patient observed a fluid leak after completing peritoneal dialysis treatment on the liberty cycler. The cycler did alarm while in drain 4 of 4. Follow up with the peritoneal dialysis nurse indicated that the leak occurred at the end of the treatment and it occurred in the cassette housing. The patient was treated with antibiotics. The patient was not cultured and was asymptomatic. Alleged sample was requested for return for plant investigation.

Manufacturer narrative:
Received an actual sample from the patient without the original package, no identification label. Part number was confirmed upon visual inspection and database search. A visual inspection was performed and noticed that the sample received was the product code 050-87216. During disinfection confirmed the alleged failure, a pin hole was found at the cassette film. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."